Event description:
It was reported that due to a puncture on the cylinder during implant, the patient had an ambicor penile prosthesis (app) 16 cm x 12.5 cm not used. A different app consisting of a 14cm x 12.5mm cylinders and pump were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The cylinders were visually inspected and no issues were found. The cylinders were not functional tested. The pump was visually and functionally tested. It functioned as intended. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a puncture on the cylinder during implant, the patient had an ambicor penile prosthesis (app) 16 cm x 12.5 cm not used. A different app consisting of a 14cm x 12.5mm cylinders and pump were implanted. Should additional information be received a supplemental report will be submitted.